Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. B6: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated.

Event description:
It was reported as a general comment that once an unspecified xience sierra stent was implanted, the stent delivery system (sds) met resistance during removal. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident review for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.